Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient had an opening on his battery replacement incision from january and some drainage from the procedure in (B)(6) 2025. Patient was treated with oral antibiotics and the ipg was explanted and replaced with a new ipg in a new site.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.